Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected greater than 2000 ohms on this left ventricular lead. When the patient was evaluated there was loss of capture which contributed to heart failure in this patient. It was reported that the patient was very sick and on a heart transplant candidate. Through troubleshooting with the device the lead was capturing and the patient felt better. There was also inquiry as to why there were no automatic latitude communicator transmissions for the past few months.

Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.